Event description:
An attempt was made to direct stent the rca # 2 of a pt by using a 3.0mm diameter x 18mm length endeavor rx drug-eluting coronary stent. However, it was reported that, when the balloon was expanded to target lesion, it was noted that there was no stent on the delivery system. The stent was found in the protective sheath out of the pt body. Communication from the field confirmed that the device was not inspected prior to use. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: device not inspected prior to use. Conclusion: device not inspected prior to use.